Event description:
It was reported that the patient had a loss of therapeutic effect since (B)(6) 2014. The patient had reprogramming a couple of days prior to that but it did not help with symptoms. The reporter noted that some of the programs caused the patient to vomit because it shakes his stomach so badly. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).